Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the device accuracy test at 0.0865 inches. No prime/fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 519 mg/dl at the time of incident. Customer treated with manual injection. Customer stated insulin pump continuously pushing the insulin out. Customer reports the load reservoir process did not complete without insulin exiting the tubing, insulin did exit out of the tubing. Customer performed self-test and displacement test and it was passed. The insulin pump will be returned for analysis.